Event description:
It was reported the customer was unable to exit from the fill tubing screen. The customer stated they were unable to complete the prime process. Customer's blood glucose was unknown. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed displacement test. However, unit alarmed compromise force sensor system during basic occlusion test due to slightly loose drive support disk. Unable to prime due to slightly drive support disk. Unit received with minor scratches on lcd window and case. Unit received with cracked battery tube threads. Unit received with broken belt clip slot.